Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may be procedure related. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.

Event description:
During an atrial tachycardia ablation procedure, a pericardial effusion occurred. While ablating on the lateral wall of the right atrium, a steam pop occurred and the patient became hypotensive. An ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed and the patient was transferred for surgical repair. The patient was recovering at the time of this report.